Event description:
We got a request to revise: an old mark 1 stanmore df epr for failed rebushings. Left side.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name# unknown axle and circlip - (l) dfr; cat# unknown; lot# pin 13446 it cannot be determined which, if this device may have caused or contributed to the patient's experience.